Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. The tip, and distal shaft were microscopically and visually inspected. Inspection revealed a complete separation at the collar with the ptfe fully pulled out from the collar, tip damage (flared with abrasions), and kinks in the hypotube located 20.5 cm and 114.6 cm from the strain relief. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that the device was fractured at the collar. A guidezilla guide extension catheter was selected for use for a percutaneous coronary intervention procedure in the right coronary artery. During the procedure, a fracture at the device collar was observed. The procedure was completed with another of the same device. There were no patient complications reported. Patient's condition was stable post procedure.

Event description:
It was reported that the device was fractured at the collar. A guidezilla guide extension catheter was selected for use for a percutaneous coronary intervention procedure in the right coronary artery. During the procedure, a fracture at the device collar was observed. The procedure was completed with another of the same device. There were no patient complications reported. Patient's condition was stable post procedure.